Event description:
Hcp reported the patient was experiencing increasing spasticity in spite of increased baclofen dosage. It was reported there was no catheter dislocation. A rotor test was done that showed no rotation. The pump was explanted and returned to the manufacturer for analysis. The patient is reported to be doing fine with the new pump.